Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument did not complete firing. The procedure was completed with no reported injury. Follow-up was performed and additional information was obtained. The instrument was inspected prior to use and no damage was noted. A black reload was in use at the time, and the surgeon had selected a black reload due to the stomach thickness and using seamgard buttress material. The sureform 60 stapler did not work well for any of the firings. It was noted that they received a message, "elevated force required to fire stapler, unclamp or use force fire." There was no tissue tension or bunching, and the tissue was in good condition (no calcification, and no exposure to radiation or chemotherapy). There were no malformed staples. No images or procedure video were available for review.

Manufacturer narrative:
The black sureform 60 stapler reload involved in this complaint has not been returned. However, the sureform 60 staler instrument has been returned and failure analysis testing has been performed. The reported issue could not be replicated or confirmed. The instrument was tested on an in-house system. The instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed on both attempts with no errors appearing during the testing. A review of the logs showed no failures. No image or procedure video was provided for review. A review of the device logs for the sureform 60 stapler (part# 480460-09 / lot/serial# l91220310-0014) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler was last used on (B)(6) 2022 via system serial# sk1424. There were 10 uses remaining after this last usage. This complaint is being reported based on the following conclusion: it was alleged that the "stapler did not complete firing." Incomplete firing/missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.